Event description:
The physician attempted to deploy a resolute integrity 2.25 x 14 mm rx drug eluting stent. The target lesion was in a mid location in the rca. The device was removed from its packaging per IFU with no issues noted. The device was inspected with no issues reported. The stent would not pass the lesion so an attempt was made to withdraw the device. During the withdrawal, an attempt was made to bring the stent back into the guide but it became dislodged. The stent was trapped against the vessel wall by another stent. No patient complications were reported. No other clinical sequelae were reported. Evaluation summary: the distal tip was slightly flared. The hypotube was wavy and bent, there were kinks at 19cm and 83cm distal to the end of the strain relief. The stent was not present on the balloon and was not returned with the delivery system. The balloon was uninflated. Crimp/bake impressions were visible on the balloon. Initial mandrel movement failed due to a blockage in the inner lumen. Cine image review: the root cause of the dislodgment was not evident from the procedural images.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver stent and stent dislodgement); patient condition affected effectiveness of the device (lesion morphology); deformation problem. Evaluation, conclusion: known inherent risk of procedure (failure to deliver stent and stent dislodgement); device failure/lack of effectiveness related to patient condition device (lesion morphology). (B)(4).

Manufacturer narrative:
(B)(4).